Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose levels ranged between 120-350 mg/dl. Reportedly, the customer believed that the occlusion alarms were due to the pump sensitivity being too high for occlusions. The customer declined to provide any additional information regarding this issue.